Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower lobectomy, while on the transection of fissure, the adapter, handle and shell had been used multiple times previously during the procedure, the reload was fully articulated across the lung fissure. The adapter and reload snapped and the plastic component become exposed. Surgeon was then unable to manipulate distal end of reload which was closed over lung fissure. The surgeon used forced to remove the reload from lung tissue. Once the device was removed from the surgical site, the nurse tried to open the jaws of the reload using the manual retraction tool but was unable to as the reload and adapter were now snapped and not in correct position. Surgeon checked to see if any of the plastic had become detached and fallen inside the patient, no plastic component could be detected. A new manual handle was used to resolve the issue. There was no patient injury.